Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl; cause was not known. Customer consumed carbohydrates and glucose tablets to address bg level. The customer reverted to alternate pump for insulin therapy.